Event description:
A customer contacted beckman coulter regarding erroneous complete blood count (cbc) results that were generated by the coulter lh 500 instrument. The cbc results were believed to be erroneous when instrument failed reproducibility and had problem with the vent chamber. The account provided data summary for multiple pt sample results; however, it is unclear which results are erroneous. No add'l info regarding this event has been provided by the customer. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.